Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, resistance was felt upon removal of the 29mm commander delivery system through the 16fr esheath+ post successful valve deployment. Imaging confirmed the 29mm commander delivery system was out of the esheath+ in the abdominal aorta. The team did not attempt to remove the delivery system any further and thus damaged the entire sheath, so they brought the delivery system just inside the esheath+, and removed the devices as a unit. The operator pulled negative with a 60cc syringe on the side port during commander/esheath+ removal and got 8cc. The team believes the balloon was not properly deflated. Perclose was attempted, and maybe 1 or 2 of the 3 worked, but bleeding at the groin did not stop. As they were not able to maintain hemostasis, ic wired up and over and ballooned to intervene. After 30 mins of peripheral intervention/ballooning patient was stable, off pressors, and no extravasations. No surgical intervention (cut down) was necessary. Per report, the 16f esheath+ was advanced in the right common femoral artery with no difficulty. There were large lumens, and some tortuosity, but minimal calcium. The 16f esheath+ was observed to be 'ripping.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to b5 based on additional information received. Additional code added to h6 (device code) based on additional information received.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, resistance was felt upon removal of the 29mm commander delivery system through the 16fr esheath+ post successful valve deployment. Imaging confirmed the 29mm commander delivery system was out of the esheath+ in the abdominal aorta. The team did not attempt to remove the delivery system any further and thus damaged the entire sheath, so they brought the delivery system just inside the esheath+, and removed the devices as a unit. There were some issues removing the esheath and the commander as one unit causing an injury (perforation) at the common femoral artery. The operator pulled negative with a 60cc syringe on the side port during commander/esheath+ removal and got 8cc. The team believes the balloon was not properly deflated. Perclose was attempted, and maybe 1 or 2 of the 3 worked, but bleeding at the groin did not stop. As they were not able to maintain hemostasis, ic wired up and over and ballooned to intervene. After 30 mins of peripheral intervention/ballooning-- patient was stable, off pressors, and no extravasations. No surgical intervention (cut down) was necessary. Per report, the 16f esheath+ was advanced in the right common femoral artery with no difficulty. There were large lumens, and some tortuosity, but minimal calcium. The 16f esheath+ was observed to be "ripping". Additional follow up was made, and the delivery system was prepped with 33cc's of fluid. The valve was implanted without difficulty and the balloon was deflated and then the delivery system was withdrawn. They encountered resistance when initially attempting to withdraw the delivery system back into the esheath+. Under flouro, the team could see that the distal part of the sheath was ripped, and they did not realize that the balloon was still partially inflated. They did stop after initial removal , then tried to center the system into the sheath again, got it back further but still having challenges. The scrub tech then applied a 60 cc syringe to the delivery system and withdrew additional 7cc's from the delivery system. They were then able to retract the balloon into the sheath. The fcs noted that the sheath was ripped at the distal tip and continued to rip as the delivery system was pulled back through the sheath. Once the sheath and delivery system were removed, there was a tear observed at the access site that was treated with balloon angioplasty with success and no surgical intervention was necessary. The fcs also indicated that the perclose was used preclose and that it's possible that the sheath may have damage the perclose, but that the perclose did not damage the sheath. The fcs also reported that in follow up conversations with the practitioner, that they now realize that it was a use error on their part as they did not lock the atrion after pulling negative. The perceived root cause of the injury was most likely when removing the flared/ripped sheath through the cfa where the physicians obtained access, causing the injury there.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation and visual examination was performed. The following were observed: curvature was present on the sheath shaft, likely due to packaging. The liner was fully expanded, and the distal tip opened as designed. The liner was torn. An altered balloon profile was present on commander deliver system. Dimensional testing was done, and the liner thickness was measured along the liner tear. The measurements were found to be within specification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The reported event for liner torn was confirmed based on returned product evaluation . Available information suggests that procedural factors (altered balloon profile) and/or patient factors (tortuosity) may have contributed to the reported event. In this case, it was reported that the patient had some tortuosity and there was a suspicion of balloon not being properly deflated. Product evaluation confirmed the presence of an altered balloon profile. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment (e.g. Due to tortuous anatomy) can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. The reported event for difficulty removing sheath was confirmed empirically based on returned product evaluation. A torn liner could alter the sheath shaft profile, causing catching on patient vasculature and retrieval difficulty. As such, available information suggests that procedural factors (torn liner/sheath catching on vasculature) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.